Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for use in the ostial right coronary artery (rca). The lesion was located in an area of heavy tortuosity and was 90% stenosed with 270 degrees of calcification. The oad was used for one treatment pass in a distal to proximal direction. The physician stated the treatment felt different and suspected the tip of the oad driveshaft had been caught in the guiding catheter. It was then observed that the oad driveshaft was fractured. A guide extension catheter was placed over the oad driveshaft, and the oad fragment was removed on the guide wire. The procedure was then completed with alternate therapy. The patient was fine following the procedure.

Manufacturer narrative:
The oad and guide wire were received at csi for analysis. The oad driveshaft was fractured at the proximal edge of the crown, and the fragment was engaged on the guide wire. Scanning electron microscopy identified fatigue striations at the site of the fracture. It is hypothesized the driveshaft underwent excessing flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. However, the exact root cause was unable to be determined. When tested, the oad functioned as intended. There was no damage observed on the guide wire. At the conclusion of the device analysis, the reported driveshaft fractured was confirmed. The diamondback 360 coronary orbital atherectomy system instructions for use states, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance.". The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. (B)(4).